Manufacturer narrative:
(B)(4) the customer returned an introducer needle for analysis. Signs of use in the form of biological material were observed on the needle. Visual analysis revealed that the needle hub contained one crack on the hub. Microscopic examination confirmed the crack. A device history record review was performed, and no relevant findings were identified. The customer report of needle hub cracked was confirmed by visual inspection of the customer supplied photo. Visual analysis revealed a crack in the needle hub. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was implemented using a new alcohol resistant material to manufacture the needle hub. The needle hub from this complaint was confirmed to be made from the old needle hub material. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "upon attempting placement of tlc catheter, needle used to cannulate vessel was noted to have a crack and allow for air to enter syringe/blood to leak out of side of the plastic portion of the needle." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "upon attempting placement of tlc catheter, needle used to cannulate vessel was noted to have a crack and allow for air to enter syringe/blood to leak out of side of the plastic portion of the needle." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "unknown".